Event description:
Four ascension mcp devices were implanted in this rheumatoid arthritis patient's right hand. Ten days later, all four were removed due to subluxation of two joints, and revised to silicone spacers. No additional information is currently available.